Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Patient underwent revision procedure due to loosening of the acetabular cup.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates during revision the following was found: grayish yellow green fluid; dark staining of the synovium; extensive pseudocapsule and scar posterior; slight etching in the neck from where it had been impinging against the acetabular component; slight osteolysis; acetabular component was floating around loose; large erosion centrally into the acetabulum and some softening centrally. Head and stem added to complaint.